Manufacturer narrative:
The reported event was considered confirmed based on the visual evaluation of the returned part and the photos provided. Visual examination of the returned articular surface indicates that the device shows signs of the tool marks (nicked or gouged) and the dovetail feature is flared. Dimensional examination indicates that the device conforms to the measurable print specifications. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty the tibial bearing could not be seated to the tibial tray resulting in a two hour delay. Another bearing was used to complete the procedure.